Manufacturer narrative:
Additional information: both legs were treated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to use venaseal device to treat patients small saphenous vein (ssv) and greater saphenous vein (gsv). Local anesthesia was used and procedure was complete as usual. It was reported that after surgery, the patient complained of pain along the treated area. There is no redness, swelling, or edema, but there is strong pain when touching or bending the patient leg. A two-week dose of loxonin was prescribed, but there was no improvement. An additional prescription was given and the patient is currently under observation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.